Event description:
Device issue: stent dislodgement. Time of device issue: during procedure. Adverse event: dislodged stent embedded in vessel wall. It was reported that the pt already had four stents implanted during this case, when an intimal discussion was noted. The pt had a small mid lad, so four overlapping small stents were used (two 2.0 x 8 mm and two 2.0 x 12 mm) instead of one long one. The 5th stent that was going to treat the dissection was inadvertently inserted too distally, so the sds was pulled back. Upon removal, the stent strut caught on the previously expanded stents and dislodged. The dislodged stent did not migrate. A balloon was used to embed the unexpanded stent against the vessel wall. At this time, the case was aborted. The dissection appeared to have resolved, possibly with the balloon dilatation. There were no adverse pt effects. Though requested, no add'l event or pt info was provided.

Manufacturer narrative:
(B) (4). The other mini visions referenced are being reported under a separate MFR number. Eval summary: since the product was not returned for eval, it was not possible to perform a thorough analysis on the mini vision sds, which may have aided in determining a cause for the difficulties experienced. Factors that can contribute to difficulty removing the sds can be due to numerous factors including, but not limited to, damage to the sds or stent implant, an interaction with the struts of a previously implanted stent, pt anatomical conditions, interactions with other devices, procedural technique or accessory device support. Furthermore, potential factors that can contribute to stent dislodgement inside the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation or from an interaction with other devices, the pt anatomy and/or a previously implanted stent. Since there was no note of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the stent dislodgement. In this case, it is likely that the stent became loosened and disrupted on the balloon from an interaction with the struts of the previously implanted stents, such that upon removal, the stent dislodged in the vessel. The reported device embedded in a vessel or plaque appears to be a secondary effect of the reported stent dislodgement as the dislodged stent was embedded in an unintended location. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met mfg criteria. In this instance, based on the info rec'd from the complaint, the reported difficulty positioning the sds through the stent implant and subsequent stent dislodgement appears to be related to circumstances of the procedure and not a product quality deficiency.